Event description:
It was reported that, a patient had a tumorectomy in hip joint. At the same surgery, a surgeon replaced a head and insert as well. Because, he suspected that there was a causal connection between the tumor and removed devices. However, he could not find any anomalies on the devices by his visual inspection. He checked the removed tumor. As a result, some fluid like a corn potage soup overflowed from it.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.